Event description:
Sorin group (B)(4) received a report that the clinician heard a noise coming from the e/p pack during priming. A burnt odor was also detected. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 e/p pack. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the clinician heard a noise coming from the e/p pack during priming. A burnt odor was also detected. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.